Manufacturer narrative:
This complaint has been reopened and the decision made to report the issue to the FDA pursuant to a health hazard eval meeting held (B)(4) 2010 in which a potential risk to health was identified. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Depuy warsaw returns inspection reports the outer peel pouch packaging component has an incomplete seal. Complaint is being reopened pursuant to a determination made in a health hazard eval meeting held (B)(6) 2010 in which a potential risk to health was identified, per (B)(6).